Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned sample was functionally tested via gravity in the laboratory with methylene blue; then leak tested under water via a calibrated provaset and the administered solution was running correctly through the set. The set performed according to product specifications. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set failed to prime. This event occurred prior to patient use. There was no patient involvement. No additional information is available.